Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reboot or white screen issue but the fan problem was confirmed. As a result the cooling fan was replaced. (B)(4).

Event description:
It was reported there was a fan problem, the programmer rebooted when starting up and the screen was white. The programmer was returned to the manufacturer for servicing. There was no patient involvement.